Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 250-300 mg/dl and insulin injections were used to address the bg level. After each alarm, the customer changed the infusion set. Reportedly, the customer changes the cartridge every 7-10 days. The customer indicated that the cartridge, infusion set and site were to be changed.